Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device has not been returned

Event description:
Per PICC line coordinator the following was stated: "end users are unable to obtain a max p wave at all with sherlock 3cg (B)(4). Users are also intermittently experiencing issues with internal rhythm not appearing at all, it is just a flat line. They are also having issues with the magnet tracking being off and erratic, it will intermittently show as going in the opposite direction. These issues had not been reported with the sherlock 3cg until after the sr 6 system was repaired and returned to the customer".